Event description:
Per staff, natus csf [cerebrospinal fluid] external drainage system placed on [redacted]. On [redacted] - 8 days later, stopcock on drainage collection chamber snapped off. This prevented staff from being able to empty csf from the collection chamber into the collection bag.